Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the display screen flickering and unstable, the display and flex cable was tested with no problem found. It was noted, however that the stylus position on the touch screen was out of calibration, the key board, slide rail and cover plate as well as the bullets assembly, company logo button and stylus were missing, the left keyboard hinge, card bus release pin, media door, spacer link electronic module board, back cover display and handle were all broken, the cooling fan was noisy, there was a small crack the bezel (considered acceptable) and errors were found in the software history via the logs. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was flickering and unstable. The programmer is expected to be returned for repair. No patient complications have been reported as a result of this event. It was further reported that the product was received into service.